Event description:
The patient reported hyperglycemia on (B)(6) 2020 morning, and that she went to the hospital on (B)(6) 2020 and the doctor told her that her readings were of 1000. The patient stated she had ketoacidosis the week prior to (B)(6) 2020. The patient mentioned that the week before also got a negative result from coronavirus. The patient stated that she was taking some halls cough drops and kept them inside her mouth while sleeping and that she noticed that every time the patient does that her sugar levels go up. The patient mentioned she had the following symptoms: anxiety,throwing up and felt a burning sensation on her throat, like reflux. The patient has been using the v-go for about a year. The patient is using the v-go on her abdomen. The patient reported that this is the first time this happened with v-go. The patient indicated that she injects herself with humalog that she had from previous therapy, to help lower her sugar readings. The patient indicated this was not prescribed by her hcp, that patient is doing it by herself.